Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). Patient experiencing increasing pain; inlay did not fit. Component involved: nh052t / plasmacup sc size 52mm.

Manufacturer narrative:
Investigation: the available devices were investigated visually. Furthermore this case was discussed with a specialist from the development department and marketing department. It is not possible to fix the nh413 insert in the nh052t plasma cup. We assume that the dimension of the pe insert was significantly changed during the cleaning procedure (steam sterilization for investigation) in the hospital after trying to fix the inlay into the cup. Therefore an investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most likely not product related. Due to the circumstance that the nh052t plasma cup sc size 52mm was already implanted with a fixed implant, it could be possible that due to a minimal material-removing effect inside the cup, a new pe-insert could not be fixed properly. The nh513 dc pe-insert 32mm 52/54 post wall is not intended for a combination with the nh052t, and therefore a close fit is not possible. Rational: there are no further complaints registered regarding this batch in the system. Therefore a product or material failure is excluded. No CAPA is necessary.